Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident was due to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
When using the ep4 stimulator to provide rv pacing, the technician intended to pace rv at 1000ms but entered 100ms in error and delivered pacing. The error was recognized and pacing was terminated with no consequences to the patient.